Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted due to refractory pain. The physician has elected not to replace the device.